Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube. The insulin pump was unable to perform the displacement test due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that there was a crack on the battery compartment. The customer reported that there was a white stuff on the battery cap and on the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.